Manufacturer narrative:
The event is reported at this time based on analysis results that indicate a reportable event. Product analysis: equipment used: vis ((B)(4)), 203cm ruler ((B)(4)) as found condition (condition of returned device): a react-68 catheter was returned for analysis within a shipping box; within an opened react-68 catheter outer carton; within an opened react-68 catheter inner pouch and within a sealed tyvek biohazard pouch. Visual inspection/damage location details: no device malfunction was reported for the react-68 catheter. The react catheter total length was measured to be ~140.8cm and the useable length was measured to be ~134.0cm which is within specification (132cm +3/-0cm). Upon visual examination, no damages or irregularities were found with the react 68 hub. No bends or kinks were found wth the react-68 catheter body. The react 68 distal marker band/tip was found to be punctured. No other anomalies were observed. Conclusion: no device malfunction was reported for the react-68 catheter; however, a puncture was found at the distal tip. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a react68 going upper and in place, then contacting the thrombus negative pressure, but the suction was without the negative pressure. The catheter was withdrawn to normal vessel segment, suction without backflow blood was noticed. The catheter was removed and replaced to complete the procedure. It was noted the device was prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing treatment of an ischemic stroke. The patient's vessel tortuosity was normal.